Event description:
A malfunction alarm was reported, but it did not adversely impact the customer's blood glucose level. Customer support provided information on how to reset the pump, which was successfully done, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.